Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was taken out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the lead was inactivated and remains in the patient.

Manufacturer narrative:
Concomitant medical product: 5071-35 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting high pacing impedance due to possible fracture. No decision was made as to whether to take any corrective action. The lead remains in use. No patient complications have been reported as a result of this event.